Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis revealed the controller did not contain the smr software. Analysis of the data log files revealed a premature power switching event that was most likely due to a communication error and/or momentary disconnection. Momentary disconnections will result in an audible tone. The most likely root cause of the power switching event can be attributed to a communication error and/or momentary disconnection. However, the reported beeps are most likely attributed to momentary disconnections between the controller and the battery. (B)(4) investigated communication errors on non-smr controllers. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced unknown ¿beeps¿ when using the bathroom. The controller remains in use. No patient complications have been reported as a result of this event.